Manufacturer narrative:
(B)(4). Batch # unk (B)(4). As the device was not returned, an analysis investigation could not be performed.¿ a conclusion could not be reached as to what may have caused or contributed to the event.¿ the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Bowel resection did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Resident where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Yes was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two was there any difficulty removing the device? Unknown was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? If so, please describe. Yes were there any issues noted with staple formation? If so, please describe the shape and location. Unknown was a leak test performed? If so, what type and what was the result? Yes was the staple line visualized endoscopically during the initial surgical procedure? Unknown how many days postoperative did the leak occur? Unkown how was the leak identified? Unknown what was observed at the site of the leak upon reoperation? Unknown how was the leak addressed? Unknown what is the status of the patient? Recovered

Event description:
It was reported that after colorectal case there was an anastomotic leak.